Event description:
It was reported that the customer could not stop bleeding at the insertion site of her sensor. Her blood glucose was 105mg/dl at the time of reporting. She stated that there was no visible damage on the sensor. The sensor is being returned. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.